Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during nail surgery, while drilling with one (1) trigen 7.0 compression screw drill, the device hit the nail since the nail was bent due to patient's hard bone, then the device was broken. A picture of the reported device shows that the tip of the drill was fractured. The broken pieces fell into the patient; it is unknown how the pieces were retrieved. The procedure was resumed, after a non-significant delay, with a s+n back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
Section h3, h6: the associated device was returned and evaluated. A visual inspection of the returned device reveals the stated failure mode. The tip of the device is broke off. The piece was returned. The clinical/medical investigation concluded that, per the complaint details, currently we are unable to rule out a procedural variance as a contributing factor to the reported event which does not represent a device malfunction. Based on the information provided, an undated, unlabeled photo of the device shows the tip of the drill was fractured. According to the report, the nail was bent due to patient's hard bone, then the device was broken and the pieces fell into the patient. However, it is unknown how they were retrieved, the visual inspection confirmed the reported breakage and it also confirmed the broken piece was returned. Per report, the procedure was completed with a non-significant delay using a s+n back-up device. Since it was reported the patient was not injured as consequence of this problem, no further clinical/medical assessment is warranted at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of instructions for use for care, maintenance, cleaning and sterilization of smith & nephew orthopedics devices revealed that visually inspecting for damage or wear, including components in their disassembled state prior to re-assembly as well as ensuring components are re-assembled securely is indicated. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. With the results of this investigation the root cause of this event could not be determined. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.